Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the insulin gauge fill estimate remained static. There was no impact to the customer¿s blood glucose level. Reportedly, the customer reloaded the cartridge successfully and received an accurate fill estimate.